Manufacturer narrative:
H10. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11. Based upon the information provided, the unit was not in use on a patient at the time of the reported event. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm.

Manufacturer narrative:
Date of event: (B)(6) 2020. Reported: 06jan2021

Event description:
The international philips field service engineer reported that a ventilator experienced an oxygen source pressure fault alarm during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. Due to the event occurring during clinical use, the defective device was replaced with another working ventilator. This action prevented a further delay in patient therapy.